Event description:
During a renal stent procedure, the stent came off the balloon in the renal artery. Attempts to retrieve the stent were initially unsuccessful, ultimately, the doctor was able to get the stent moved down into the right iliac where it was successfully deployed. The patient remained stable throughout the procedure, although the procedure was delayed.